Event description:
The description of the event was reported as: tips are blunt. The reported defect was found on inspection and prior to patient use. No patient injury reported.

Manufacturer narrative:
Sample has been requested, but not received at time of this report. A follow up report will be sent when investigation is complete.